Manufacturer narrative:
.

Event description:
It was reported that the patient presented with an alert for high, out of range pacing lead impedance. Trends showed the pacing lead impedance gradually increased over the last year. The patient was sent to another hospital for lead explant; the date of the procedure is unknown. Patient was fine after the last follow-up. No further information is available.